Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 123mg/dl. A system check was performed verifying the occlusion alarms. After the system check, the customer successfully delivered a correction bolus. During a follow-up, it was reported an additional occlusion alarm occurred. A system check was performed and the occlusion alarm was verified. The customer's bg level was 99mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.